Event description:
Customer's mother called to reported the passing of her son. Caller stated that the cause of death was due to hypoglycemia. Caller stated that the customer was found dead in his apartment and was wearing the insulin pump at the time of his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.